Event description:
A customer reported that during an intraocular lens (iol) implant procedure, there was a tear in the capsule and a different iol model was implanted in the anterior chamber. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be identified. Additional information has been requested but not received to date. (B)(4).